Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 596 mg/dl. The customer needing help programming the new insulin pump. The technician helped the customer and nurse program the insulin pump. The customer gave herself a bolus and did not want to troubleshoot the high blood glucose level. The insulin pump will not be returned for analysis.